Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 3.6 inr. When collecting a sample for this measurement, the patient wiped away the first drop of blood, then squeezed his finger at the tip to obtain more blood to put on the test strips. About an hour after the meter measurement, a sample from the patient was tested in the laboratory using neoplastine reagent (geometric mean = 13.0) on a stago starmax analyzer, resulting with a value of 2.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is at least two times per month.